Event description:
It was reported that suture placement was successful in the mildly calcified left common femoral artery using the preclose technique with two proglide devices with a 6f sheath prior to an abdominal aortic aneurysm (aaa) procedure. The sheath was upsized to 19f for the aaa procedure. Reportedly, after the aaa procedure, an additional proglide device was used. Hemostasis was achieved using the sutures of the three proglide devices. After the procedure the patients blood pressure began to drop and the patient was bleeding severely. The patient was given 5 units of blood and temporary pressor support. The physician wanted to take the patient to surgery, but the family declined permission. Two days later the patient was given an additional 2 units of blood, permission was given and the patient was taken to surgery where the hemostasis was achieved. The bleeding was a retroperitoneal hemorrhage. The physician stated that the device placement was a high stick, it was in the inguinal ligament. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Reviews of the lot history record and complaint history could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency. The proglide instructions for use states under warnings, do not use the perclose proglide smc system if the puncture site is located above the most inferior border of the inferior epigastric artery and/or above the inguinal ligament based on landmarks, since such a puncture site may result in retroperitoneal hemorrhage.

Manufacturer narrative:
(B)(4). It was reported that the proglide device was used in a calcified vessel. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. (B)(4). Per the instructions for use- warnings: do not use the perclose proglide smc system if the puncture site is located above the most inferior border of the inferior epigastric artery and/or above the inguinal ligament based upon bony landmarks, since such a puncture site may result in a retroperitoneal hemorrhage. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other two proglide devices referenced are being filed under separate medwatch MFR numbers.